Event description:
The customer reported that the 8300 device failed the co2 accuracy test. No patient involvement.

Manufacturer narrative:
The customer reported problem was unconfirmed as the product was not returned for verification.

Event description:
The customer reported that the 8300 device failed the co2 accuracy test. No patient involvement.